Event description:
Caller reported the pump switched off without giving any alarm. Caller stated the customer noticed the issue about 30 minutes later. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.